Manufacturer narrative:
The lot number was provided, therefore a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code for the conquest pta dilatation catheter products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7594j pta balloon dilatation catheter allegedly experienced retraction problem. This information was received from one source. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.